Manufacturer narrative:
E1: patient city: (B)(6). Patient country: portugal.

Event description:
Reference number (B)(4). Event occurred in portugal. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the quick release (qr). The infusion set was in use for less than 24 hours. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009045, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009045 was manufactured according to the work instruction (wi) version 81 and manufacturing in the multivac 12 on 07-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: the lot 4h04657 was assembled according to the wi version 27 and manufactured on 06-sep-2024, with a total of (B)(4) units. The lot 4h04658 was assembled according to the wi version 27 and manufactured on 07-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code gluing of tubing of the lot 4h04620 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp08, on 05-sep-2024, with a total of (B)(4) units. Gluing of tubing of the lot 4h04621 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp08, on 06-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan.therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.